Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: neu_unknown_cath; product type: catheter; product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2016; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported that the pump or catheter haven't worked for a year and half ago, and he is having a procedure done tomorrow (on (B)(6) 2020) and the doctor hasn't told him anything about what he will have done tomorrow and he like to know if the manufacturer has any information what the procedure will be. Patient states he always had baclofen in the pump and they added morphine in 2015 but currently he only have baclofen. It was recommended that the patient consult with the hcp office.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-apr-17. It was reported that the expected volume shown was 6.6, but at the time of the refill there was 14.9 withdrawn. A catheter ¿report was performed on (B)(6) 2019 and it stated ¿aspiration was then attempted twice without successfully aspiration of clear liquid¿ and the catheter study was aborted. The cause of the issue was not known. Actions taken to resolve the issue included the patient being notified that the pump and catheter were not working and they needed to be referred to have it replaced. The weight was unknown at the time of the event as the patient is wheel-chair bound (otherwise reported as (B)(6) from (B)(6) 2016. The pump is currently implanted and the patient is being weaned from the pump, the issue was not resolved. There were no further complications reported/anticipated.

Event description:
Additional information was received from a manufacturer's representative and a patient. It was reported that the patient was still experiencing loss of therapy. The patient reported that the pump had not been working for him for well over a year. The patient reported that they lay in bed "kicking and spasming." The patient reported that they were bedridden and have to rely on others. The patient being in bed had been tearing up his tailbone and feet and "everything else." The patient reported that it was mentally killing them more than anything. The patient was taking oral meds to try and control symptoms but they weren't helping much. The patient also mentioned that the pump was x-rayed last september (2019). The rep told the patient that they "couldn't get anything out of the cat heter." The patient also stated that when the healthcare professional (hcp) last refilled the pump, "they were supposed to take out 2.4 cc's but they took out over 8." The plan going forward is to turn the pump to minimum rate and fill with saline until they can do a dye study on the catheter. The patient also reported that they have 3 catheters in their back and wants them out. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen 2500 mcg/ml; approximately 1643 mg/day via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2017. It was reported the patient did not feel his pump had "much positive effect" since soon after implant. The patient was asked if he had experienced withdrawals and he said he was ¿kicking¿ more at sometimes than others but also attributed that action to other causes. At a refill the previous week the expected reservoir volume was ¿0.6 ounces¿ (ml¿s?) But instead ¿it had 15¿. A flow/rotor study was attempted on (B)(6) 2019. Despite accessing the catheter access port (cap) under fluoroscopy twice the hcp was unable to aspirate cerebrospinal fluid (csf) and therefore was prevented from performing contrast injection or rotor study. No environmental/external/patient factors that may have led or contributed to the issue. Patient status was alive - no injury. The issue was not resolved. Patient weight was unknown. Medical history was post motor vehicle accident (mva) spinal cord injury. No further complications were reported.